Event description:
Revision surgery - due to the pt falling and fracturing right below the humeral stem. The surgeon removed all of the turon components and replaced them with a reverse shoulder prosthesis monoblock. The sales rep was unsure of the turon product numbers, but confirmed that a size 8 turon stem was removed.